Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual and mechanical testing found a broken latch that was not working properly. The reported condition was not confirmed. The device was able to open but could not latched close. The device was disassembled and I nvestigation found that the hand lever tine was broken inside the instrument body, making it impossible to latch or unlatch the handle. This damage made it impossible to close the device jaws for tissue sealing. This kind of damage is similar to what is seen when the user forces the latch open when the latch becomes unresponsive due to the device being left latched for an extended period of time. The investigation identified the root cause of the reported event to be user error. The user is advised to not leave the handle latched when the device is not in use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the jaws of the device were difficult to open. No patient injury occurred.